Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "injection technique: the safe and effective use of kybella depends on the use of the correct number and locations for injections, proper needle placement, and administration techniques."

Event description:
Healthcare professional reported while injecting a patient with kybella®, the needle came off and some of the product may have splashed in the injector¿s eye. It is unknown if the kybella® skin grid was used. A non-allergan needle was used for injection.